Event description:
Boston scientific spinal cord stimulator remote control stopped working. New scs was surgically implanted in february by (B)(6) because old one failed. Strong painful tingling and pins and needles in both feet and back could not be stopped because scs could not be regulated or turned off. Error message: communication failure. Went to emergency room, but it turned off while on the way. Bs sent a new remote, but it did same thing. Their design must be faulty. How could it be approved by FDA? FDA safety report ID# (B)(4).